Event description:
A peritoneal dialysis (pd) patient reported that during dwell one of treatment, he accidentally pushed in the blue pin. When he pulled the pin back out, he observed leak from the pin are. The patient was advised to contact his pd nurse, the set was not made available for evaluation. During follow up, the patient reported that he did not have any signs of infection. He was not reported to have been prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.